Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control advised the customer that their device is no longer under warranty and not field-serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was not returned to physio-control for evaluation. The customer confirmed that the device has been permanently removed from service. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on when the on/off button is pressed. There was no patient use associated with the reported event.